Manufacturer narrative:
On-site (field) investigation was not performed as this was a technical support call. At the time of the call, the customer was provided information regarding the reported conductivity uf removal high issue. During follow up, the customer could not be reached about the resolution of the reported issue. A follow-up letter was sent requesting device resolution. The device history record (DHR) was reviewed on 11/18/2015. According to the last DHR entry dated (B)(6) 2010, there were no noted issues relating to the current reported uf removal high issue. In addition, the device history report review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment the uf pump removed too much fluid off of patient. Customer stated that the patient care tech (who is a newer employee) set the parameters for treatment before treatment started. The ultrafiltration goal was set to 1,400ml however the when the treatment was started, the ultrafiltration goal was set to 3,000ml and the staff was not aware. Customer stated that too much fluid was pulled off of the patient over the course of treatment. The patient became sick (dizzy, sweating, very pale) and they removed the patient from treatment at that time. The patient's treatment was suppose to be a 4-hour treatment and the patient was removed 45 minutes early. The patient required two full bags of saline to be put back to fluid replenishment. Patient's weight pre-treatment was 82.4kg and the patient's weight post-treatment was 81.3 kg (after saline fluid replenish). Patient required no medication/hospitalization and went home after treatment. No sample is available for evaluation.